Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent presented for follow-up. Upon interrogation, the atrial lead exhibited noise. The device was reprogrammed. The patient was stable.